Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-617a-2522: the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end exhibits abrasions, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 27,516 joules of use and 4:08 minutes, ¿broken distal end¿ was noted. The fiber was exchanged. It was reported that at 514,482 joules of use and 58:05 minutes, ¿fiber broken at the intervention of the distal end¿ was observed with the second fiber. The fiber was exchanged and the procedure was completed with a third fiber. Patient outcome: ¿ok¿ reported. This report is for the first fiber used.